Manufacturer narrative:
(B)(4). Medical devices: unknown femoral stem catalog#: ni lot#: ni tinbn vg int ps anat fm l 60mm catalog#: 183124tnbn lot#: 6090250 tnbn pol cocr fin tib tray 63 catalog#: 141251 tnbn lot#: 2017070093 unknown bone cement catalog#: ni lot#: ni foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee revision approximately a year-and-a-half post-implantation due to pain and limited range of motion. All components were removed and no further complications were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Joint assist notes provided state that there were no intraop complications during the primary surgery. The patient underwent revision due to rigidity, pain functional limitation, conservative therapy not efficient. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.